Event description:
It was reported that during surgery, the ceramic portion of the tip of the unit fell off into the pt. The broken piece could not be retrieved. It was further reported that the doctor did not bend the unit during use at first; however, it was bent later during the case. This is when the unit broke and the part fell off. It was further reported that a second surgery would be required in order to remove the broken piece.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.